Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functioning testing. Under microscope examination the spring was found to be misaligned in the pump. In addition, it did not pass deflation testing. Both cylinders were visually inspected and underwent leak testing. No visual damages nor abnormalities were found in neither of the cylinders; besides that, both cylinders passed leak testing. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation as the event was determined to be unintentional or inadvertent interaction of the product from the failure visual inspection of the pump spring misalignment and pump not passing deflation testing.